Event description:
It was reported that an ilet displayed only lines on the screen consistent with a broken or separated screen bezel, preventing visibility and use, and a replacement was arranged after serial verification and photo review. Symptoms included hyperglycemia without reported associated physical symptoms. Outcomes included use of backup manual insulin injections, no medical intervention, no ketone testing, and no hospitalization. Investigation included intake assessment, image review of the damaged display, and verification of device information and logistics. Investigation of this device revealed a hardware display failure involving the screen/bezel assembly that caused loss of display function. It was concluded, based on previously established findings for similar reports, that the cause was product mechanical damage leading to display malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.